Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that 30 % of the luer locks are cracked and leaking when infusing unspecified medication. There was no report of patient harm.

Event description:
Although requested there are no additional event details. The complaint was obtained through a discussion during a recent site visit with the biomed and technical practice consultant.